Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Blood glucose was 150 mg/dl. Reportedly, customer changed the cartridge and syringe needle and completed the load successfully.